Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter: during a roux-en-y, when using endostitch, needle fell off endostitch and there was difficulty transferring needle on a couple of different suturing devices that were used. He eventually was able to use an suturing devices to finish case. No pt injury. There was a delay in surgical time of over 30 minutes. The delay did not affect the patient.

Manufacturer narrative:
Manufacturer reference number: (B)(4). Additional information: device received for evaluation. Device UDI: (B)(4). Device evaluation summary: post marketing vigilance (pmv) received two endostitch 10mm suturing devices for evaluation. A broken needle was observed in the jaws of the instrument. The broken needle was observed to have witness marks on the cone. Witness marks on the bevel wall were observed for instrument. No sheering was observed on the toggle switches for both instruments. The broken needle was unloaded from instrument 2. The instruments were loaded with a needle from the post marketing vigilance (pmv) inventory and applied to test media. Pressure was exerted on the needle to simulate clinical conditions. Both instruments were found to function properly and each needle remained intact. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the bent needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.